Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported in the dialysis room, when removing the spring wire guide (swg) from the patient's subclavian vein after the catheter replacement, the swg became stuck in the catheter. As the physician tried to pull the swg from the catheter, the core coil separated and the swg unraveled leaving a portion of swg in the catheter. The catheter and the swg were removed as one unit. As a result, a new kit was opened and used without issue. No portion of the swg remained in the patient. It was successfully removed with the catheter, so no incision or surgical intervention was needed. There was no reported delay, death or complications.